Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ increasingly severe pain") in (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), tooth disorder ("excessive dental problems") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (removed her uterus in 2011). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, rash, tooth disorder and dyspareunia had not resolved. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, rash, tooth disorder and dyspareunia to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed. Company causality comment: this spontaneous legal case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("chronic pelvic pain/ increasingly severe pain"). A surgery to remove essure was performed around 2 years after placement. Chronic pelvic pain is anticipated according to reference safety information for essure. Chronic pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Abdominal and pelvic pain may occur after essure insertion. Due to nature of chronic pelvic pain, lack of alternative explanation, and based on the positive temporal relationship, causality between essure use and chronic pelvic pain cannot be excluded. This case was regarded incident since device removal was required. Additionally, non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain'). In a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included: medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), tooth disorder ("excessive dental problems"), dyspareunia ("pain during intercourse") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, rash, tooth disorder and dyspareunia had not resolved. And the dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions, prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Date of removal: (B)(6) 2018 (discrepancy noted per as pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, results: coils properly placed. Quality safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although, we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported, a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation. Therefore, the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed, but considered plausible. As a product quality defect could not be confirmed, but is considered plausible. A relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter's information and product added, medical history were added, concomitant drug were added, fu received, no new significant change made in medical context of case. Event: dysmenorrhea added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, dyspareunia, abdominal pain, abdominal distension, rash and tooth disorder had not resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Date of removal: (B)(6) 2018 (discrepancy noted per as pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ increasingly severe pain") in (B)(6)-old female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), tooth disorder ("excessive dental problems") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (removed her uterus in 2011). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, rash, tooth disorder and dyspareunia had not resolved. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, abdominal distension, rash, tooth disorder and dyspareunia to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous legal case report refers to a (B)(6)-old female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("chronic pelvic pain/ increasingly severe pain"). A surgery to remove essure was performed around 2 years after placement. Chronic pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. Abdominal and pelvic pain may occur after essure insertion. Due to nature of chronic pelvic pain, lack of alternative explanation, and based on the positive temporal relationship, causality between essure use and chronic pelvic pain cannot be excluded. This case was regarded incident since device removal was required. Additionally, non-serious events were also reported. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.